Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis (pd) therapy, resulting in peritonitis. The peritonitis was manifested by abdominal pain and cloudy effluent. The patient was hospitalized for the event. The patient was treated with intraperitoneal vancomycin for one day (dose and frequency not reported) and oral cipro 250 mg twice daily for three weeks for peritonitis. Pd therapy remained ongoing. Five days after the event onset, the patient was recovered from the peritonitis event. It was not reported if the patient was retrained on proper aseptic technique. No additional information is available.